Manufacturer narrative:
Device evaluation: one used syringe was returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Upon examination the silicone lubricant appears to have been depleted. There is silicone lubricant residue outside the fluid path indicating the syringe was manufactured to specifications. Merit is unable to determine root cause.

Event description:
The user reported that the syringe tip separated from the plunger during a cardiac procedure. The physician replaced the syringe and completed the procedure. No harm or injury was reported.